Event description:
While using a system component (v5m transesophogeal echocardiography transducer), the image on the system froze. The customer was unable to get the system imaging again. There was no reported sequelae to the patient as a result of the event.